Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h6 health effect clinical code: e2015 is used to capture dural tear.

Event description:
Study no: (B)(6), subject ID: (B)(6). Clinical adverse event received for durotomy severity: mild. Is the adverse event serious? No. Relationship to study device: not related relationship to primary study procedure: not related outcome: recovered/resolved. Date of event: 21 sep 2022. Date of implant: (B)(6) 2022. Date of revision: no information provided. Device location: l2-l3,l3-l4,l4-l5. Treatment/impact: surgical intervention not for the study spine segment, specify: l3 treated with muscle plug and tisseel l3-4 treated with 6-0 gore-tex and muscle plug, tisseel. Date of surgical intervention: (B)(6) 2022.

Manufacturer narrative:
Additional information has been received, the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.